Event description:
Volun 05-nov-2014: at beginning of prostate surgical procedure using davinci robot. The end of the monopolar energy activation cable caught fire where it connected to the robot. Flames were present. The robot was immediately disconnected from the power source and the flame was extinguished. This connection site was not near the patient. Hence there was no patient harm. Biomed performed a check on the robot and found it satisfactory. The cable being near the source of the fire. The cable was removed and replaced. The procedure was completed on the patient without further incident. Intuitive field service engineer (B)(4) was given the cable (B)(4) 2014.

Event description:
Volun (B)(4) 2014: at beginning of prostate surgical procedure using davinci robot. The end of the monopolar energy activation cable caught fire where it connected to the robot. Flames were present. The robot was immediately disconnected from the power source and the flame was extinguished. This connection site was not near the patient. Hence there was no patient harm. Biomed performed a check on the robot and found it satisfactory. The cable being near the source of the fire. The cable was removed and replaced. The procedure was completed on the patient without further incident. Intuitive field service engineer (B)(4) was given the cable (B)(4) 2014.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Contact forces. Product used beyond defined useful life. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.